Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving dilaudid and morphine via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that the pump malfunctioned. The patient no longer uses the pump and wanted to have it removed. The patient moved and was looking for physician listings. The patient's healthcare provider discovered the pump had died long ago, when the healthcare provider tried to connect with it. It was noted that the battery was supposed to beep when it was low, but did not. The battery died and did not beep. The patient reported that it was discovered in 2008 or 2009 when the healthcare provider was trying to use the clinical programmer. The onset, symptoms, troubleshooting, actions/interventions, and cause related to the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.